Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the locking compression plate calcaneal plate broke, not during bending, but during the tightening of a locking screw. In the operation, the surgeon also applied pinning to the affected part since this was important to connect the fractured bones. There was a 60 minute surgical delay reportedly caused by the pinning. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting. Device broke intraoperatively and was not implanted/explanted. Per facility, the complainant part will not be returned to the manufacturer for review/investigation. Requested 510k information from regulatory. Pending results. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.